Event description:
During surgery the mps [myocardial protection system] pump which delivers cardioplegia powered off and was not able to power back on during the case. It worked long enough to arrest the heart and do the procedure but turned off while preparing to warm the hot shot to restart the heart before taking the cross clamp off. The heart did come back after removing the cross clamp and the patient successfully weaned off bypass.